Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were told to let their implantable neurostimulator (ins) charge for five to six hours since it had too low of a charge. The patient stated that they were only charging for one and a half to two hours. No patient symptoms were reported and there were no further complications.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that recharging her implant was taking longer than normal. The patient was able to start a charge session and get all eight coupling boxes filled in but it was not increasing in charge level after several hours. It was noted that stimulation was on and the patient was able to maintain the boxes while charging. The patient mentioned she could feel the leads moving in her back and didn't want it quite that high and this occurred around the same time as the recharging issue. The patient stated she had an accident where she experienced whiplash and the device was working properly after the accident until now. The indications for use were spinal pain and complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.